Manufacturer narrative:
Manufacturer's initial report date: (B)(4) 2011. (B)(4). Add'l data/failure investigation: add'l info: field service technician discovered physical object obstruction causing drawer to fail.

Event description:
Customer reported drawer failure. No pt harm reported.